Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. An angiographic photo provided by the site was examined. The provided image is of very low quality. However, it can be seen that the image was a stent boost capture of a deployed stent with strut deformation noted along the length of the stent. The stent was noted to be deployed on a wire and with what appeared to be the markerbands of a post dilation balloon inside the damaged stent.

Event description:
It was reported that stent damage post deployment occurred. The target lesion was located in the left anterior descending artery and the circumflex coronary artery. During percutaneous coronary intervention, a 2.75 x 20mm synergy xd drug-eluting stent was first used to treat the circumflex artery. A kissing balloon technique was done on the target lesion and obtuse marginal branch. When the physician attempted to pull back the 2.00 mm balloon, resistance was felt, and it got caught in the stent. The stent was elongated, and the physician had to use a different stent to cover the spaces between the cells and completed the procedure. There were no patient complications, and the patient was stable post-procedure.

Manufacturer narrative:
H6 evaluation conclusion codes: corrected.

Event description:
It was reported that stent damage post deployment occurred. The target lesion was located in the left anterior descending artery and the circumflex coronary artery. During percutaneous coronary intervention, a 2.75 x 20mm synergy xd drug-eluting stent was first used to treat the circumflex artery. A kissing balloon technique was done on the target lesion and obtuse marginal branch. When the physician attempted to pull back the 2.00 mm balloon, resistance was felt, and it got caught in the stent. The stent was elongated, and the physician had to use a different stent to cover the spaces between the cells and completed the procedure. There were no patient complications, and the patient was stable post-procedure.

Event description:
It was reported that stent damage post deployment occurred. The target lesion was located in the left anterior descending artery and the circumflex coronary artery. During percutaneous coronary intervention, a 2.75 x 20mm synergy xd drug-eluting stent was first used to treat the circumflex artery. A kissing balloon technique was done on the target lesion and obtuse marginal branch. When the physician attempted to pull back the 2.00 mm balloon, resistance was felt, and it got caught in the stent. The stent was elongated, and the physician had to use a different stent to cover the spaces between the cells and completed the procedure. There were no patient complications, and the patient was stable post-procedure.